Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller stated that the patient had open incisions around the burrhole and stim lock cover where the md made the incisions. The caller stated that it was not erosion. The caller stated that following the appointments the hcp¿s were keeping an eye on the incisions. This was discovered when the patient came back in for a programming appointment this morning. The caller reported that there was no infection, not out of range impedances, therapy was fine. The patient was going to stay in the hospital overnight, the patient had eaten so they couldn¿t do a procedure. The caller stated that the planned course of action would be to explant some portion of the system the next day. The caller did not know what would be explanted. Resolution surgery was schedule for (B)(6) 2018. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the entire dbs system was removed yesterday. The caller stated this was a surgical issue, not product related. The account didn't have any complaints against the product. The patient stayed in the hospital overnight and has been fine since explant. No product will be returned. The neurosurgeon plans to reimplant in a few months. The caller mentioned the patient was seen as recently as a couple weeks ago and they took pictures of the incision site and it was a scabbed incision and it progressed to the patient coming in on wednesday with exposed scalp and hardware. No further complications were anticipated as a result of this event.